Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and treated with an unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) for the peritonitis event. At the time of this report, the patient remained hospitalized was not recovered from the event. Pd therapy was continued during treatment. No additional information could be provided as the reporter declined follow-up.